Event description:
It was reported that tip detachment occurred and remained inside the patient. The target lesion was in the coronary artery. A moderate support 185cm j-tip pt2 guidewire was used for treatment. During the procedure, entrapment occurred when removing the device. Blood flow was not compromised. The guidewire tip fractured and left inside the patient's body. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the guidewire was returned for analysis. The distal tip of the guidewire was bent. The polymer jacket coating of the guidewire was carefully inspected a section of it was detached; the detached section was not returned. The damaged section was located approximately at 72.1 inches from the proximal end.

Event description:
It was reported that tip detachment occurred and remained inside the patient. The target lesion was in the coronary artery. A moderate support 185cm j-tip pt2 guidewire was used for treatment. During the procedure, entrapment occurred when removing the device. Blood flow was not compromised. The guidewire tip fractured and left inside the patient's body. There were no patient complications reported.